Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address poly wear and disassociation of the liner from the cup.

Manufacturer narrative:
The acetabular cup associated with this event was not returned and is presumed yet implanted. It is suspected that the devices were not fully engaged when first implanted, later leading to the disassociation now reported. A complaint database search finds no additional reports against the liner product/lot combination. Review of the device history records and/or a complaint database search was not possible for the acetabular cup as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. Through product trending, the occurrence rate for this type of failure is known to be very small. Based on the investigation, product contribution was not identified and a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.